Event description:
During a normal generator change out the left ventricular (lv) lead was cut. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, (B)(6) 2009; 6947-58, lead, (B)(6) 2009. (B)(4).